Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
It was reported that a patient presented with loss of ble telemetry on the patient's implantable cardioverter defibrillator. A ble reset was performed, but telemetry on the device was not able to connect due to an alleged server issue. No adverse patient consequences were reported.